Manufacturer narrative:
Updated blocks: d4, h4, and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the hard drive sub-assembly, personal computer (pc) board assembly advance technology extended (atx) and cable assembly peripheral component interconnect (pci) bus interface to function as intended. No software reading malfunctions were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, the issue was intermittent. The field service representative (fsr) replaced the hard drive assembly, advanced technology extended (atx) board and the peripheral component interconnect (pci) bus interface cable. The unit operated to manufacturer specification. The suspect parts were returned to the manufacturer for further evaluation. No data log analysis could be performed considering if the hard drive could not be read, no data would have been logged.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit software was not reading the hard drive nor completing initialization process of booting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.